Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button is unresponsive. Customer was priming the tubing and noticed the act button was sticking and zoomed through insulin. Customer's blood glucose reading was as high as 245 mg/dl. Customer treated their blood glucose level by delivering a basal. Customer performed high pressure test and passed. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened done. The keypad connector was inspected and no anomalies noted. The insulin passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.